Manufacturer narrative:
The t:slim x2 basal iq user guide states: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time was incorrect for basal delivery. Am had been input into the pump instead of pm. Customer blood glucose was 541 mg/dl. Customer's wife assisted in administering a bolus, which was not routine, to address elevated blood glucose. Customer corrected pump time.